Manufacturer narrative:
(B)(4). Similar to device under 510(k) p140016. (B)(4). Summary of investigational findings: investigation of returned product confirmed the issue of leakage, and tears on the silicone disc were detected. Action has previously been initiated to address valve leakage and no further action is currently found necessary since product was manufactured before any internal actions. It is noted that the event did not harm the patient and that the procedure was completed successfully. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: rep has advised that the valve was leaking blood, not from the back end but it came from the middle. Blood was leaking from what appeared to be between the clear port and the black gripper (lost about 500 ml of blood). Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.